Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced moderate de-novo difficulty emptying bladder. She underwent a bladder trial and was "unable to void after 20 minutes." A foley catheter was reinserted "the patient was instructed to do self-catheterization." On (B)(6) 2014, the patient was re-evaluated due to her continued inability to void. She then reported that she voided for the first time (30ml) that same morning. A cystoscopy was performed with post void residual of 100 ml. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. No additional patient complications were reported in relation with this event.